Event description:
I have just read about symptoms from using a philips respironics CPAP machine and realize that I am experiencing some of them. I didn't realize there was a problem until just reading about it. I am experiencing throat irritation, nasal irritation and continuous dripping, an annoying tickle in the throat causing coughing, mild headaches and eye itchiness. No tests undertaken. FDA safety report ID # (B)(4).